Event description:
Please refer to report 0009613350 - 2019 - 00623.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: no trend considering the following event is identified: infection event description: it was reported that the patient was implanted on (B)(6) 2007 with a total hip prothesis. Head and liner were revised on (B)(6) 2007 due to infection (see (B)(4). A new alloclassic insert and a competitor's (depuy) metal head were implanted. On (B)(6) 2013 all products were revised due to infection. Review of received data: multiple x-rays have been received. However, review of x-rays will not enhance investigation as infection is not visible in x-ray images. Initial implantation report dated (B)(6) 2007: diagnosis: high degree of coxarthrosis right hip side procedure: cementless total hip procedure no complications are noted. First revision report dated (B)(6) 2007 (see (B)(4). Diagnosis: early infection (secretion due to soft tissue and joint infection) procedure: synovectomy combined with debridement. Change of head and inlay. Removal of inlay. No signs of infection in the area of the cup. Cup is well seated. Cone of the stem is cleaned. Reimplantation of a new alloclassic inlay and depuy femoral head (competitor). No complications are noted second revision report dated (B)(6) 2013: diagnosis: infection on the day before, 200ml pus with gram-positive coocus were extracted from the patient. Procedure: girdlestone symptom, removal of cup and stem during procedure, large amount of pus released. Large area of infection detected. Low grade infect. Removal of head and inlay. After removal of cup, pus is detected at the anchorage side. Upper third of stem is surrounded by infection tissue. Removal of stem requires a lot of effort. Bleeding in the area of the stem. Implantation of cerclage and cement spacer. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. Compatibility: as the femoral head was manufactured from a competitor, the implants were found to be not compatible. An off-label use has been performed. - instruction for use for alloclassic stem and for alloclassic cup state that early or late infections are possible side effects and should be considered when implanting zimmer biomet devices. Moreover, they list general instructions, risk factors, sterilization instructions, storage and handling instructions. Conclusion: it was reported that the patient was implanted on (B)(6) 2007 with a total hip prothesis. Head and liner were revised on (B)(6) 2007 due to infection (see (B)(4). A new alloclassic insert and a competitor's (depuy) metal head were implanted. On (B)(6) 2013 all products were revised due to infection. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production for the known lot numbers. The investigation results did not identify a non-conformance or a complaint out of box (coob). Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificates of the affected known lots have been reviewed and was found to be according to specification. Moreover, no trend on infection has been observed for these part or known lot numbers. Therefore, it is highly unlikely that a disadvantageous product design or processing favored or contributed to the infection. As the infection has occurred after more than 6 years in vivo, a contribuation of the implants is highly unlikely. However, the IFU for femoral stems and acetabular cups state that early or late infections are possible side effects and should be considered when implanting zimmer biomet devices. Nevertheless, an infection can have numerous root causes. Possible causes of infection include wrong handling of device due to wrong information, wrong re-sterilization procedures for sterile delivered parts or packaging failure during transportation. Moreover, an off-label use has been performed. It remains unknown whether this off label use has contributed to the reported event. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for the reported infection. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
New information has been made available: ref: 01.00121.090 lot: 2318345 (alloclassic offset stem 9), ref: 3535 lot: 2386833 (alloclassic csf anchor cup 61), ref: 3525 lot: unknown (alloclassic csf insert 61/32), implantation report (46.pdf), revision report (47.pdf & 48.pdf), x-rays (images 31-44), patient weight. Concomitant medical products: item#: 3535 name: allocl csf anchorage cap 61 lot#: 2386833, item#: 01.00121.090 name: alloclassic, sl stem, offset, uncemented, 9 lot#: 2318345. New information will be reviewed and the investigation will be updated, an additional report will be submitted when investigation results becomes available. Zimmer biomet¿s reference number of this file is (B)(4). Note: patient underwent two revision surgeries. (B)(4) captured revision of the hip tep due to infection. (B)(4) captured the first revision due to infection the following reports are associated with this event: 0009613350-2019-00397-3, 0009613350-2019-00624.

Event description:
It was reported that the patient underwent revision due to infection and fluid collection.